Manufacturer narrative:
Failure analysis for fiber 0010-2090-508h-(B)(4): the fiber cap exhibits drilled through condition; there is some white unknown substance noted inside the distal end of fiber cap; the glass cap exhibits devitrification at the output area, and detritus adhesion around output area; the fiber was tested with hene laser fixture, aim beam is present at fiber tip; there are no signs of breakage and burning along the length of the fiber. Based on the device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that at 16,600 joules of use and 3 minutes, while using the surgical fiber during a prostate procedure, there was a flash in the fiber and the aiming beam would no longer focus / stopped working. The fiber was replaced and the procedure completed using a second surgical fiber. There was no patient injury reported.